Manufacturer narrative:
Concomitant products: cage, pedicle screw instrumentation (implant (B)(6) 2007; explant (B)(6) 2013). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that... On (B)(6) 2007 the patient presented with lumbar spondylosis and lumbar spondylolysis at l5-s1. The patient underwent spinal surgery consisting of the following: decompression lumbar laminectomy at l5 with bilateral medial facetectomies and bilateral foraminotomies with decompression of thecal sac and exiting nerve roots lumbar diskectomy at l5-s1. Arthrodesis at l5-s1. Placement of transforaminal lumbar interbody peek biomechanical fusion device at l5-s1. Placement of pedicle screws at l4, l5, and s1 bilaterally. Placement of allograft and autograft in the lateral gutters for establishing bone fusion. Per medical records, the fusion device had been packed with rhbmp-2/acs and prior to tapping into place, the disk space had also been packed with rhbmp-2/acs and autograft. In the lateral gutters rhbmp-2/acs, allograft, and autograft were placed. Post-op changes can be seen within the lower lumbar spine at l4-l5-s1 levels. Mild anterolisthesis is noted at l5-s1, and posterior decompressive laminectomy is noted at l5-s1. The patient was diagnosed with lumbar spondylosis, lumbar spondylolysis, and degenerative disk disease, l5-s1 post-operatively. On (B)(6) 2009 medical records note that the patient had a "loss of muscle mass with the diagnostic of peripheral neuropathy impacting her ambulatory and physical abilities". On (B)(6) 2010 medical records note that the patient had grade I anterolisthesis at l5-s1 with evidence of laminectomy at l5 as well as posterior spinal fusion with bilateral pedicle screws at l4-5. Facet and ligamentous hypertrophy is noted at l2-l3 and l3-4. On (B)(6) 2013, radiographic findings indicate l4-5 pseudoarthrosis and hardware failure with rod and right-sided l4 pedicle screw resulting in low back and right lower extremity pain. On (B)(6) 2013, the patient presented with low back pain, right, lower extremity pain, and weakness. The patient was diagnosed preoperatively with l4-l5 and l5-s1 pseudoarthrosis and failed l4-l5 instrumentation. The patient underwent removal of prior l4-l5 and s1 instrumentation, revision l4-l5-s1 posterior spinal fusion and reinstrumentation of l4-l5 and s1 with pedicle screws using local autograft, allograft and right iliac crest aspirate.